Event description:
Received medwatch mw5118375. Purchased "intensity select combo tens, ems, if, and microcurrent unit + free a/c power adapter included" from tenspro (https://www.tenspros.com/intensity-select-combo-d i8195.html) because other stores needed a prescription or doctor to authorize the purchase. Tenspro sold, richmar manufacturer. Reason for use: pain. Type of event: serious injury. Medical device problem code(s): 2017: improper or incorrect procedure or method. Health effect - clinical code(s): 4580: insufficient information. Outcomes attributed to adverse event: required intervention.